Event description:
During product evaluation, a baxter technician discovered a colleague infusion pump with several lines on the main display . This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation: the device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event. The cause was determined to be a display issue with lines on the main display. To correct the condition, the main display was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.